Manufacturer narrative:
An arjo representative was informed about an event involving the flowtron acs900 pump. The customer reported that a patient¿s visitor stepped on the damaged power cable and as a consequence, he sustained a minor electrical shock. The customer provided information that the wire has been damaged due to misuse. According to the warning included in flowtron acs900 user guide ¿make sure the mains power cable and tubset or air hoses are positioned to avoid a trip or other hazard and are clear of bed moving mechanism or other possible entrapment areas.¿ the complaint was decided to be reportable due to an allegation that an electric shock occurred. The device has been in use in the time when the event occurred. The power cord was found to be damaged and from that perspective, the device did not meet performance specifications.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the power cable had been damaged. One of the patients visitors stepped on the damaged cable and allegedly experienced a minor electrical shock.